Manufacturer narrative:
Additional data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that a patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine and 1 ml of juvéderm® volux¿. Patient experienced ¿severe subcutaneous inflammatory tumors from [illegible]¿. Patient was treated with ¿([illegible] antibiotic: augmentin) surgical treatment¿. ¿regression¿ about a month later was noted. The symptoms are ongoing.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine and 1 ml of juvéderm® volux¿. Patient experienced ¿severe subcutaneous inflammatory tumors from [illegible]¿. Patient was treated with ¿([illegible] antibiotic: augmentin) surgical treatment¿. ¿regression¿ about a month later was noted. The symptoms are ongoing.